Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no coils were noted in left tube') in an adult female patient who had essure (batch no. A96181, b11729) inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Lot number:a96181, manufacturing date:2013/02, expiration date:2016/02. Lot number:b11729, manufacturing date:2013/03, expiration date:2016/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no coils were noted in left tube') in an adult female patient who had essure (batch no. A96181, b11729) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (hysterectomy bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and uterine haemorrhage to be related to essure. Lot number: a96181, manufacturing date: 2013/02, expiration date: 2016/02. Lot number: b11729, manufacturing date: 2013/03, expiration date: 2016/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received abnormal uterine bleeding and pelvic pain event added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no coils were noted in left tube') in an adult female patient who had essure (batch no. A96181, b11729) inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.